Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Additional architect reaction vessel (rv) lots: 71092p100 and 71235p100, expiration: na upon further review, it was determined additional suspect architect rv lots, 71092p100 and 71235p100, were in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Additional architect reaction vessel lot 71092p100, device MFR. Date: 11/14/08, expiration date: na. Additional architect reaction vessel lot 71235p100, device MFR. Date: 11/19/08, expiration date: na. Architect i2000 analyzer ln 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a falsely elevated troponin-I result was generated on the architect i2000sr analyzer. A patient generated an initial troponin-I result of 0.25 ng/ml. The patient was admitted to the hospital and the next morning, another sample was obtained yielding a result of 0.00 ng/ml. The original sample was recentrifuged and retested with a result of 0.00 ng/ml. The customer noted that the sample appeared slightly cloudy. No further impact to patient management was reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: analyzer (B)(4). The customer issue is now associated with remedial action number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.